Event description:
The regional repair center was informed that a customer evis exera iii colonovideoscope was returned for a reported "leakage from the biopsy channel" during reprocessing. However, during inspection and testing, the service technician observed the scope to have foreign material exiting from the channel (including the auxiliary water channel). No patient death, injury, infection or harm was reported.

Manufacturer narrative:
The service technician observed the scope to have foreign material exiting from the channel (including the auxiliary water channel). The customer's reported issue was confirmed as the scope was found leaking from the distal side of the instrument channel. Additionally, the distal end cover is cracked, the bending section glue is chipped, the insertion tube us wrinkled and scratched and the air/water cylinder paint is peeling. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that this event occurred due to insufficient reprocessing of the auxiliary water channel by the user. The instructions for use pertaining to this device provides the following precaution: "all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.